Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization. The biopsied lung was and located in the right lower lobe - anterior segment. Tools used during the biopsy included a 21g flexision needle, compatible forceps and a cytology brush. A bronchoalveolar lavage and ebus were performed. The preliminary diagnosis was chronic inflammation (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient required placement of a chest tube and hospitalization to resolve the complication.